Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model:mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7999776.

Event description:
It was reported that the patient was experiencing from ineffective therapy. Further investigation revealed high impedances on one of the leads. As a result, surgical intervention was taken place on (B)(6) 2023 where one of patient's lead was explanted and replaced to address the issue. It is unknown which lead caused high impedance.